Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of a voluntary medwatch report mw5083059. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a laparoscopic cholecystectomy on (B)(6) 2019 and suture was used. While suturing at the end of the case, the needle broke while the resident was suturing the skin. Both parts of needle were obtained and removed from the sterile field. New needle obtained and procedure completed. No patient consequences.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.